Manufacturer narrative:
Continuation of d10: ddmb1d4  - ICD - implanted (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were not capturing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that no remote monitoring network mobile application report on patient device sent to remote monitoring network. Technical assistance was performed, unable to evaluate patient device at this time. Recommended health care professional (hcp) re-send report. Explained to use remote monitoring network mobile application and ensure wifi connection. No patient complications have been reported as a result of this event. Follow up was conducted and it was further noted that the patient was in an atrial sensed/ventricular sensed rhythm at the time of transmission and historically does not pace in either chamber.